Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery failed issue, crack on pump and blank display.  Troubleshooting was performed. Pump was rejecting batteries. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. Pump will be returned for analysis.

Manufacturer narrative:
Pump received with battery cap with missing heat stake post. The pump passed the displacement test, active current test and self test. Pump failed sleep current test due to moisture damage on pcba 1 and pcba 2. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2023 at 08:09:00.000. Replace battery alert (73) on (B)(6) 2023 at 17:32:00.000 . Replace battery now alarm (11) on (B)(6) 2023 at 18:03:00.000. Power loss alarm (6) on (B)(6) 2023 at 21:35:22.000. Failed batt/battery failed alarm (58) on (B)(6) 2023 between 16:48:14.000 and 17:17:10.000 no alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damageon the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Blank display was not observed during analysis, however, pump failed sleep current test and failed batt test confirmed due to moisture damage on pcba 1. Blank display not confirmed. Battery cap contact damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.